Manufacturer narrative:
(B)(4). Failure event observed during analysis.final analysis found an insulation abrasion exposing the outer coil. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis: